Event description:
A patient reported experiencing inaccurate erratic results with a surestep original meter. The patient's blood glucose results were 452 mg/dl, 234 mg/dl. Tests were done within 10 minutes with a difference of 56%. Patient did not experience any adverse events. No further information has been reported. In addition to the previous incident description. Customer using "two finger sticks."